Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, cartridge caused scratch on the lens. Lens was explanted at initial procedure.procedure was completed the same day. There was no patient harm. Additional information was requested.

Manufacturer narrative:
. The used company cartridge was not returned for evaluation. The cartridge lot indicated it was manufactured with cavity 175. Two lenses were returned in the lens cases inside the cartons. The first lens had been cut into two pieces across the center of the optic. One portion was crushed on a post of the lens case. There was a possible stutter scratch where the optic was crushed on the post, but it was difficult to differentiate from the case damage. The second lens had a broken haptic. The optic was cut into two pieces across the center. Small scratches and a small, cracked area were observed on the posterior surface. No stutter scratches were observed. Two long, narrow scratches were observed across the anterior surface. This may have been cause by forceps or plunger override. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The company cartridge was not returned. The mold cavity could not be verified, however according to production records, the company cartridge lot reported for this complaint was molded using the cavity 175 mold tooling at the vendor. As part of an investigation, cartridges from batches manufactured using the cavity 175 mold tool and the corresponding cavity 173 mold tool were observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The manufacturer internal reference number is: (B)(4).